Manufacturer narrative:
The reported observation of ¿the generator needs to be replaced¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of the elective replacement indication (eri). The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. When using the clinicians manual and the energy factor method for the (most used program), program #1 had an estimated longevity of 1.8 years. The device had provided 2.22 years of stimulation up to the explant date and had not declared eol prior to explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) had wireless communication issue. The device was explanted, and a new device was implanted as a result to resolve the issue. There were no patient consequences post procedure. Patient was stable.

Event description:
New information received states that patient had parkinson disease. Post replacement procedure patient was stable.